Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that blood backed up into the secondary set that was attached to a stopcock on the primary set. Upon inspection, the one of the stopcock connections on the primary set had loosened. The customer stated that prior to using the set the connections to the stopcocks are tightened. The set is used during surgical cases and the stopcock connections are usually under the surgical drapes. Blood or fluid will leak from the stopcock-to-tubing or stopcock-to-stopcock connection when the connection loosens. There was no report of patient or user harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a case in the or, blood was noted to be leaking from the stopcocks. The anesthesia techs confirmed they tighten the set before each case by hand however the juncture between two stopcocks become disconnected and leaks, stopcocks are still attached to either side of tubing. It was reported that the sets are used by anesthesia and accessed multiple times throughout the cases.